Manufacturer narrative:
Clopidogrel and asa. (B)(4). Results: inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
Correction to event date - (B)(4) adjudicated date of mi event was (B)(6) 2011 and not (B)(6) 2011 as previously reported.

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. On the same day, the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.